Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic check observed no magnet response. During an office check, the device was found to be in back-up mode and was sub- sequently replaced.